Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported knot not being able to be fully advance to the vessel was not confirmed as analysis of the device indicated that the link was pulled out from the swage-end of the posterior cuff. Based on visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow-up will be submitted with all additional relevant information. Estimated date of occurrence reported as occurring two weeks ago in (B)(6) 2013.

Event description:
It was reported that after a percutaneous coronary intervention, arteriotomy closure of the right common femoral artery was attempted using a perclose proglide device. Reportedly, the knot could not be fully advanced to the vessel to achieve hemostasis. Manual arterial compression was applied to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician was reported to be trained in the use of the perclose proglide device. No additional information was provided.